Manufacturer narrative:
(B)(4). Date of event: publication year of 2010. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : laparoscopic hepatectomy for hepatocellular carcinoma: a european experience. Author : ibrahim dagher, md, phd, giulio belli, md, corrado fantini, md, alexis laurent, md, phd, claude tayar, md, panagiotis lainas, md, hadrien tranchart, md, dominique franco, md, daniel cherqui, md. Citation: j am coll surg 2010;211:16¿23. Doi:10.1016/j.jamcollsurg.2010.03.012. The objective of this study was to analyze the results of 3 european surgical centers on laparoscopic liver resections for hepatocellular carcinoma (hcc). A total of 163 patients (51 females, 112 males) with ages ranging from 24 to 84 years old (median age, 65 years), underwent laparoscopic liver resections for hcc between 1998 and 2008. In the same period, 378 patients underwent open liver resection for hcc in the 3 centers. There were 3 different devices used for parenchymal transection: a harmonic scalpel (ultracision; ethicon), a thermofusion device, and an ultrasonic dissector. The intraoperative results were the following: 16 patients with blood loss (median blood loss was 250ml and a range of 30 to 2,000 ml) required blood transfusion and 13 patients underwent conversion to laparotomy due to continuous bleeding during parenchymal transection (n=9), technical difficulties (n=2), portal branch injury (n=1), and hepatic vein injury (n=1.). The postoperative results were the following: ascites (clinically detectable or abdominal drainage output of 500ml or more per day) in 14 patients, bleeding in 4 patients requiring reoperation for hemostasis in 3 patients and evacuation of a hemoperitoneum in 1, biliary collection drained percutaneously in 1 patient, and abdominal wall complications in 8 patients. In conclusion, the authors reported that laparoscopic resection for hepatocellular carcinoma is feasible in selected patients, with good operative and oncologic results. Laparoscopy should be routinely considered in centers experienced in liver surgery and advanced laparoscopy.